Event description:
Baxter reported, "there were two incidences with the same product with the twist clamp. The white plastic end came out of the tubing, causing a separation of the closed set. This occurred with two pts. There is only one sample available. The incident occurred during use of the transfer set. In 2005, the pt found the transfer set had separated from the white plastic end; the pt found the tubing on the floor and pushed the tubing set back together. The pt continued with dialysis without reporting separation. The next day, the pt developed cloudy effluent and abdominal pain. The pt then reported the event to the clinic with peritonitis. The home pt was treated with ancef 2gm ip daily for three days. The prescription was changed to ceftazidine 2gm ip for 10 days. The peritonitis then improved."